Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a clearlink continu-flo extension set leaked. During an unspecified process step, a leak was observed at the connection between the manifold and the tubing. There was no report of patient injury or medical intervention associated with this event. No additional information is available.